Manufacturer narrative:
(B)(4). Additional information was requested, and the following was obtained: the patient outcome : stable condition - the patient was returned at home (after 2 days). Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Were there were any adverse patient consequences due to suture breakage? To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that a patient underwent an unknown procedure for persistent atrial fibrillation on (B)(6) 2020; and a suture was used. During the procedure, the suture broke while tightening the venous bursa at puncture point at the end of procedure. There was a manual compression during 15 min of femoral venous due to hemorrhagic risk. Patient was in bed rest for additional 24 hours but was sent home after two days. Patient is in stable condition. There were no adverse patient consequences reported. Additional information was requested.

Manufacturer narrative:
(B)(4) date sent to the FDA: 07/08/2020 additional information: d4, h4, h6 a manufacturing record evaluation was performed for the finished device batch plr612, and no non-conformances were identified. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Was the patient¿s post-op care changed as a result of the reported event? If so, please describe. Was the procedure completed successfully? Was there any adverse patient outcome? This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Date sent to the FDA: 07/24/2020. Additional information was requested, and the following was obtained: a manual compression of the femoral vein was done during 15 minutes. No local complication occured on the needle site following this procedure. Was the patient¿s post-op care changed as a result of the reported event? If so, please describe. - bed rest for additional 24 hours. Was there any adverse patient outcome? The patient outcome : stable condition - the patient was returned at home (after 2 days). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.